Event description:
A nurse's aide reported that on (B)(6), 2014 a customer received an ER-4 message on the display of her adc blood glucose meter upon test strip insertion. Caller further reported the customer had been feeling "incoherent and dizzy" for approximately two hours, but when they attempted to test her blood sugar the meter displayed the error message. Paramedics were called and upon arrival received a reading of "589". Customer was transported to a local healthcare facility where she was diagnosed with hyperglycemia. Caller did not know what specific treatment may have been rendered by the paramedics or at the hospital, but it can be assumed that a reading in excess of 500 mg/dl would require treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the information reported in section e pertains to the customer. All pertinent information available to abbott diabetes care has been submitted.